Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous results for one patient sample tested for free thyroxine (ft4) on an e602 analyzer. The sample initially resulted as 4.49 ng/dl. The sample was repeated, resulting as 4.60 ng/dl. Since the result was reproducible, the 4.60 ng/dl value was reported outside of the laboratory. The physician called the laboratory to confirm the ft4 result, because it did not match the patient's clinical condition. The customer then repeated the sample on an immulite 2000 analyzer and it resulted as 1.1 ng/dl. The customer then treated the sample with a 25% polyethylene glycol preparation and repeated the treated sample on the e602 analyzer. The result from the treated sample was 1.15 ng/dl on (B)(6) 2016. The results from the immulite 2000 analyzer and the treated sample were believed to be more reliable as these matched the patient's clinical condition. The patient was not adversely affected. The e602 analyzer serial number was (B)(4).

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. A general reagent issue at customer site most likely can be excluded. An interfering factor that either affects the ft4 assay from roche or the ft4 assay from siemens may be present in the sample. A sample from the patient was requested for the investigation, but could not be provided.